Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained via the femoral artery. The 99% stenosed, concentric de novo lesion being treated was located in the non-tortuous, non-calcified circumflex (cx) artery. The lesion was predilated with a 2.5x20mm non-bsc balloon. The physician implanted the 2.75x24mm omega stent and attempted to pass a non-bsc guide catheter toward the proximal side branch portion. The stent was post-dilated with a 2.5x20 non-bsc balloon. The physician saw that the proximal stent portion was "collected and wrinkled" without damaging the artery. No patient complications were reported and the patient's status is stable. Additional information was requested, but not available. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was further reported that the 90% stenosed, 2.38x37mm lesion being treated was located in the mid circumflex (cx) artery. The lesion was predilated with a 1.5x20mm non-bsc balloon, inflated to 18atm for 10 seconds. The 2.75x24mm omega stent was inflated to 17atm for 7 seconds. The stent was well apposed at the time of deployment. The stent was not post-dilated.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).